Event description:
Treating eye care practitioner (ecp) stated the patient had been wearing proclear multifocal (omafilcon a) contact lenses for 4 to 5 years with no problems. The patient changed to biofinity multifocal (comfilcon a) lenses and likes the comfort but is getting peripheral ulcers. Ecp states the ulcers started in the right eye and then the left eye. Patient had infiltrates in the right eye than the left eye. Patient currently using opti-free solution. Patient temporarily discontinued lens use.

Manufacturer narrative:
Event was reported by eye care practitioner (ecp) directly to coopervision. No written documentation has been received despite several requests to the ecp. No product has been returned. Method - no lot information, no lenses, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results - there is no clear indication that the device could have caused or contributed to the incident. Conclusion - there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Based on statements from the ecp, the patient experienced peripheral ulcers and infiltrates in both eyes.

Event description:
Treating eye care practitioner (ecp) stated the patient had been wearing proclear multifocal (omafilcon a) contact lenses for 4 to 5 years with no problems. The patient changed to biofinity multifocal (comfilcon a) lenses and likes the comfort but is getting peripheral ulcers. Ecp states the ulcers started in the right eye and then the left eye. Patient had infiltrates in the right eye than the left eye. Patient currently using opti-free solution. Patient temporarily discontinued lens use.

Manufacturer narrative:
Event was reported by eye care practitioner (ecp) directly to coopervision. No written documentation has been received despite several requests to the ecp. No product has been returned. Method - no lot information, no lenses, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results - there is no clear indication that the device could have caused or contributed to the incident. Conclusion - there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Based on statements from the ecp, the patient experienced peripheral ulcers and infiltrates in both eyes.